Event description:
It was reported that the mount did not come off. The mount was stiff and did not come off. The doctor has already responded with a different product. No health hazard. Tooth site # 21.

Manufacturer narrative:
Zimvie complaint number (B)(4).

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
Zimvie received one (1) sph8, (imp tsp,mp1 ha,3.7x8mml,4.8p) for evaluation. Visual evaluation / functional test was performed, worn markings due to usage and a stuck mount. Does not disengage. DHR review was completed for the subject lot number 2021080152. No deviations or non-conformances, which could have caused or contributed to the reported event, were noted as part of the DHR. Complaint history review was performed for the reported lot number 2021080152 for similar events and no other complaint was identified. Review completed utilizing keywords: dental : functional : does not disengage/release the customer did not submit images for the reported event. Based on the investigation and risk management file review as per rm-00541-haz, the most likely root cause determined from the investigation were missing or confusing instructions for use and excessive torque used to place restorative component or debris stuck in implant. Therefore, based on the available information, a device malfunction did occur. A stuck mount. Does not disengage. No further investigation or immediate CAPA / hhe/d escalation is required, as the complaint investigation did not confirm the products were nonconforming at the time of distribution, and no new failure mode, harm, or hazardous situation was identified through the investigation performed. At this time, the complaint investigation has been completed and the record will be closed. If additional information is received, the record will be re-opened for further evaluation. The following sections have been updated: b4: date of this report. D9: device availability. G3: date received by manufacturer. G6: checked "follow-up". H2: checked follow-up type. H3: changed "no" to "yes". H6: entered evaluation codes. H10: added manufacturer narrative.